Event description:
On (B)(6) 2013 the reporter contacted animas alleging that both the arrow buttons on the pump keypad are hard to push and unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons had an intermittent response. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the initial complaint, the display screen was observed to be dim with pink contrast. The pump cover was removed and dim display was replaced with a new test screen resulting in normal contrast. A crack was observed along the battery compartment extending from the threads to the case seal.